Event description:
It was reported the rv (right ventricular) lead was electively explanted and replaced due to high pacing thresholds. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) defib conductor fractured; full lead in segments returned.

Event description:
It was reported the rv (right ventricular) lead was electively explanted and replaced due to high pacing thresholds. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the actual lead was not received for evaluation, but performance data was collected from the device and analyzed. Impedance trends were found to be steady, and the lifetime ventricular sic (sensing integrity count) was 17255. A high value of this count can indicate a possible intermittency in the system.